Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dourine a routine follow up, the left ventricular (lv) lead did not capture effectively. It was tried to change the configuration, however, it resulted in phrenic nerve stimulation. Physician decided to turn of the pacing feature and the device was reprogrammed to privilege intrinsic ventricular rhythm. At this time, the lv lead remains in service. No additional adverse patient effects were reported.additional information regarding the lead information was requested, however, no new information was received.